Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient ((B)(6)) experienced ineffective therapy in the targeted area. Diagnostic testing revealed several lead contacts with high impedance measurements. In turn, surgical intervention was undertaken during which time the lead was explanted and replaced with a new model which resolved the issue. Concomitant medical products: mode 3772, scs ipg: implant date: unknown: model 3383, scs extension: implant date: unknown.